Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultra meter was not powering on. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient. The patient reported that the alleged issue with the subject meter began approximately 10 days prior to contacting lfs. The patient stated that she manages her diabetes by taking nph and lispro insulin (self-adjuster); however, it is unclear what action the patient took regarding her diabetes management as a result of the issue. Approximately 3 days after the alleged power issue began, the patient claimed she developed symptoms of a headache, nausea, dizziness and extreme thirst. In response to the symptoms, the patient stated she went to the emergency room (date unknown) for assistance. While in the emergency room, the patient reported that her blood glucose was tested with a lab instrument and obtained a reading of "680 mg/dl." The patient claimed she was treated with unspecified amount of lispro insulin. During troubleshooting, the customer care advocate noted that the patient replaced the subject meter's battery. The power issue remained unresolved. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue, and reportedly was treated for hyperglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject products(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.